Event description:
It was reported that the sheath of the 3f catheter is unable to enter the blood vessel during use and the front-end cracks on its own. The sheaths are generally very blunt and difficult to break the skin. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-00021 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-08342.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the sheath of the 3f catheter is unable to enter the blood vessel during use and the front end cracks on its own. The sheaths are generally very blunt and difficult to break the skin. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.